Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. It was noted that the distal conductor was extrinsically distorted due to kinking/buckling. The analyst commented that visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported during the implant attempt that the patient's right ventricular (rv) lead was attempted but not used due to kinking during insertion and when attempting to extend the helix, the extension indicators did not move as expected. It was also reported that the patient had difficult anatomy with narrow vessels. The lead was removed and another lead used. No patient complications have been reported as a result of this event.